Event description:
In 2003, the pt reportedly was unable to hear sound while using the sound processor. The pt was seen at the center for device eval. External equipment was exchanged. However, the problem was not resolved. The pt was seen by a company rep for device eval. Testing conducted confirmed that the device was no longer functioning. Surgery is to be scheduled to explant the pt's device.